Manufacturer narrative:
The returned lead was cut through 24 cm distal of the is-1 connector pin. Only the proximal fragment was returned and thoroughly analyzed. During the analysis, multiple signs of abrasion could be seen along the lead fragment. In particular between 6.5 cm and 8 cm distal of the is-1 connector pin, the insulation was damaged due to fraying. The outer conductor helix showed marked signs of abrasion 7 cm distal of the is-1 connector pin. In addition, the rope conductor to the shock electrode showed a conductor fracture in the area of the df-1 connector pin. This damage is with high probability the cause for the observed shock impedance of greater than 150 ohm. The position and kind of the insulation fraying are characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction. High tensile forces on the lead due to a tight winding around the generator most likely led to the conductor fracture. Other damage is most likely a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 93 months, an excessively high shock impedance of >150 ohm was reported. The lead was replaced and returned to biotronik. No deterioration of the patient's state of health was reported.